Manufacturer narrative:
(B)(4). Device received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that there was crack at front screen. Customer stated that it was read out to customer. The customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.